Event description:
It was reported that during a routine check before use, the cs300 intra-aortic balloon pump (iabp) battery is not running long enough. Unit shuts off after twenty minutes. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. Bmet stated the unit was charged over-night but shuts off after twenty minutes. No errors logs or faults logs recorded. A getinge field service engineer (fse) performed a battery maintenance and after 22 minutes, the batteries failed. The fse replaced the batteries and the product passed all functional and safety tests per factory specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) battery is not running long enough. Unit shuts off after twenty minutes. There was no patient involvement.